Event description:
It was reported that during the implant procedure, positioning the rv lead caused transient asystole which reverted to normal sinus rhythm after a brief period of ventricular pacing. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.